Event description:
It was reported that during the implant procedure, dft testing failed. The lead and device were replaced. Dfts were successful with the new system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.